Event description:
It was reported that the sensor transmitted a dampened waveform reading. The waveform has since returned to normal, and the physician is currently monitoring the patient and the sensor readings. Additionally, it was reported that the patient was in the emergency department however the reason for the hospitalization was not disclosed. Additional information has been requested and an additional report will be submitted.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information was received that the clinic did not feel the cardiomems sensor caused or contributed to the ER visit.